Event description:
The surgeon provided additional information regarding this event. On 11/2000 the surgeon noted a shallow anterior chamber and intraocular pressure (iop) increased. The pt was diagnosed with malignant glaucoma and treated with oral and IV medication. An anterior vitrectomy was performed on 11/30/2000 with a decrease in iop. The lens was replaced with a different model iol in order to have proper fixation of the lens. The surgeon stated the event was definitely unrelated to the intraocular lens.

Event description:
A surgeon reported that an introaculars lens (iol) became dislocated following the development of acute glaucoma. The iol was replaced. The surgeon stated that the iol was inserted wrong side out. Additional information has been requested.